Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen with an unknown dose and concentration, compounded fentanyl with an unknown dose and concentration, compounded bupivacaine with an unknown dose and concentration, and compounded clonidine with an unknown dose and concentration via an implantable pump for malignant pain and breast. It was reported during a pump refill on (B)(6) 2019 a reservoir volume discrepancy was noted. The interrogated reservoir volume (irv) was 4.8 ml and the actual residual volume (arv) was 8 ml. No action was taken. There was no associated signs/symptoms. The outcome of the event was unresolved with no further action planned. The device diagnosis was a pump reservoir volume discrepancy. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. Additional information received from a healthcare professional (hcp) via a clinical study reported during a pump refill on (B)(6) 2019 a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 7ml and the actual reservoir volume (arv) was 14 ml. Plan for pump replacement secondary to progressive discrepancies and approaching elective replacement indicator (eri). On (B)(6) 2019 the irv was 11.4ml and the arv was 17 ml. On (B)(6) 2019 a review of the device logs on (B)(6) 2019 revealed a pump motor stall on (B)(6) 2019 at 02:12 with a recovery on (B)(6) 2019 at 02:17 with no report of a magnetic resonance imaging (MRI). The patient was scheduled on (B)(6) 2019 for a pump replacement. Plan for pump replacement. On (B)(6) 2019 the patient contacted the clinic reporting a personal therapy manager (ptm) error code (8476) which indicated ta pump motor stall. The patient was scheduled for same day evaluation. A review of the device logs on (B)(6) 2019 revealed a motor stall on (B)(6) 2019 at 19:42 with a recovery on (B)(6) 2019 at 09:43 with no report of MRI. The patient was started on baclofen, oxycodone, and clonidine as needed if pump stalled again prior to replacement on (B)(6) 2019. The pump was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was pump motor stall. No further complications were reported/anticipated.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.